Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial lead impedance increased spontaneously in (B)(6) 2013. On (B)(6) 2014 atrial oversensing was observed. The lead was capped and replaced on (B)(6) 2014. The patient was in good medical condition